Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/02/2016 to report that they experienced multiple skin reactions. Dates of skin reactions were not provided. Patient stated that they have had a skin reaction with every sensor they have worn. Patient began using the dexcom system between (B)(6) 2015. Patient stated that every sensor insertion has left a mark on his skin, which slowly faded but never healed. The affected area was treated with over-the-counter skin lotion. No additional event or patient information was provided.